Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used in an esophageal dilatation performed on (B)(6), 2011. According to the complaint, during the procedure, when the physician inflated the balloon a "protruding object" from the catheter of the balloon was noticed inside the balloon material. However it was confirmed that the balloon was able to inflate per usual, and that there was no malfunction with the device. There were no reported leaks or damage to the device. The procedure was able to be completed with this cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no damage. The foreign matter was not visible by naked eye; however it was found to be attached to the core wire, but not a part of the core wire. The foreign matter was analyzed and found to be highly electrostatic. The investigation results are consistent with the event description. The reported defect of foreign matter was confirmed however a definitive cause or source of the foreign matter was not able to be determined.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used in an esophageal dilatation performed on (B)(6), 2011. According to the complaint, during the procedure, when the physician inflated the balloon a "protruding object" from the catheter of the balloon was noticed inside the balloon material. However it was confirmed that the balloon was able to inflate per usual, and that there was no malfunction with the device. There were no reported leaks or damage to the device. The procedure was able to be completed with this cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.